Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Evaluation observed and found that the pump passed the upstream occlusion testing within the specification range and the pump. Review of the event history log found random occurrences of the 'upstream occlusion!' Messages. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'upstream occlusion' was verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.